Event description:
On 11 aug 2008, the distributor reported that upon receipt at the warehouse, it was identified that the screwhead had disassembled from the screw. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
The event did not occur in surgery. Evaluation is pending.